Manufacturer narrative:
The technician replaced the head hydraulic cylinder to repair the stretcher.

Event description:
Information received indicates the head hi/low function of the bed is slowly drifting down.